Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their upper aligner cutting into their gum and making it bleed around their tooth from the back. They have tried filing down the aligner which seems to be more comfortable. Advised patient that with clear aligner treatment, they may have to adjust the aligners by filing the area and use the fit tips and tricks provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.